Event description:
Unit was being used in the hosp ICU. Oxygen was being bled into the pt circuit through a tee-connector at the outlet of the bipap. The hosp reported that the staff saw smoke come from the unit.

Event description:
Unit was being used in the hosp ICU. Oxygen was being bled into the pt circuit through a tee-connector at the outlet of the bipap. The hosp reported that the staff saw smoke come from the unit.

Event description:
Hospital reported that a device caught fire while being demonstrated and one pt has expired.